Event description:
Following completion of placement of the excluder bifurcated endoprosthesis (ebe) trunk-ipsilateral leg and contralateral leg components, it was discovered that the right internal iliac artery had been inadvertently covered by the ipsilateral limb of the device. Upon closing the vascular access cutdowns, it was noted that the pt lost right side distal pulses. An embolectomy was attempted with no results. Physician was then able to identify a tear in the femoral vessel, which was subsequently repaired with a surgical graft.